Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow or slow flow issue occurring with a one-link extension set. The issue was occurring in the anesthesia department. The setup being used was a syringe pump (non-baxter product) with a syringe containing an unspecified drug luer locked onto a high pressure extension set (non-baxter product), connected to an unspecified y-site of a clearlink blood tubing set, connected to the one-link extension set, which was attached to an unknown patient catheter. It was reported that the syringe pump would alarm "no flow" or "increased pressure required", and when pressure was increased, the flow rate was unable to be determined due to flow issues downstream in the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.